Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they go to bed at night with their implant at 100% and when they wake up in the morning, the implant battery is down to 60%. Patient stated they charge the implant in the evening and by the time they go bed, it's down to 60%. Patient mentioned that they have talked with friends who have the same implant and they only have to charge their implant once a week. Patient mentioned that they are at 5.2 intensity and don't know why the implant battery drains so quickly; patient added that they meet with a a rep next week. Patient asked if it is normal for the battery to deplete that quickly; agent reviewed information. Agent advised the patient to work with the rep on the settings and see if anything could be done in relationship to having to charge so much.